Event description:
It was reported that an altitude alarm occurred. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction bolus via the pump to address the high blood glucose level. Technical support advised the caller to clean and clear obstructions from the pump's speaker holes, remove and reconnect the cartridge, and ensure insulin delivery resumed. The pump returned to normal operation without further recurrence of the alarm, and technical support offered tips to prevent future altitude alarms.